Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2018, a type ii endoleak was identified. On the same day a selective mesenteric arteriogram, and coil embolization of the inferior mesenteric artery was performed. No further information was reported to gore.